Manufacturer narrative:
Result - bubbled display overlay label on footboard screen.

Event description:
It was reported by service report that the footboard labels have bubbles causing the footboard controls to be inoperable or intermittent. No pt involvement or adverse consequences are reported.